Event description:
It was reported the water supply time became longer about one month after replacing the water filter. The issue occurred during processing. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.